Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.